Event description:
It was reported on (B)(6) 2012 that the patient had issues with recharging. The patient could only get two bars for recharging. An x-ray of the implant was done and it was confirmed that it was not flipped. One month later, it was reported that the best measurement obtained using the antenna locate feature was 44. A different recharger had the same issue with only having two coupling bars. There was no swelling near the site. On (B)(6) 2012 it was reported that the patient was in the process of getting scheduled for a pocket revision.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID, 37751 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).